Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction was bent. Site switched to malleable suction. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Patient ID unknown. Patient information refused by the site, (B)(4). If information is provided in the future, a supplemental report will be issued.